Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.